Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Testing for motor error alarms, prime, occlusion, and excessive no delivery were not performed due to compromised forces sensor system alarm. No moisture or corrosion was noted on the electronic assembly. However, corrosion was fond on the vibrato motor and motor assembly. The device had cracked belt clip slot, broken reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
It was reported that customer was pushed into the swimming pool and received a motor error alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.